Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and inspected. Based on the results of the investigation, the phenomenon, ¿the image is not displayed¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a cracked plug unit/video connector discovered during the inspection. Additionally, the serial plate was found faded and needs replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd camera head had a crack discovered during procedure preparation and was compromising the image. There was no patient harm reported from this event.